Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working half way through the case. They tried swapping the cord and powerbox then opened a new kit to finish the case. There was no injury to the patient, case was completed without issue.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, d10, g4, g7, h2, h3, h6, h10 the lot # 3000303137 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded